Event description:
Pt underwent magnetic resonance imaging at facility. During procedure pt complained of "stinging" in chest. Pt did not experience the discomfort throughout the whole procedure, and could not recall at which point the discomfort started. Vital signs remained stable throughout procedure, no further complaints noted from pt.